Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cause could not be determined, but the issue was resolved by switching microswitch on and off. The microswitch was replaced to address the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.